Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm and that they also experienced a low blood glucose level of 46mg/dl. The customer declined to troubleshoot for the low readings. Troubleshooting for no delivery alarm was performed. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The customer did not have the product to return. The product will not be returned for analysis.